Event description:
Clinical information: crd_1098 - triclip japan pas, patient site: (B)(6). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. One clip successfully implanted. To further reduce tr, an additional clip was attempted. However, the posterior leaflet became stuck on the gripper. Troubleshooting was performed, but the leaflet was unable to be freed. The clip was then deployed, reducing tr to a grade of 1. No additional clips were implanted. There was no clinically significant delay in the procedure. On (B)(6) 2026, the second clip had detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3. The patient was experiencing shortness of breath. For treatment, furosemide was administered. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.